Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of coil embolization of acoma (anterior communicating artery) aneurysm, while building the access with the guidewire (subject device) and advancement of it into patient vasculature when operator tried to rotate it , the distal guidewire fractured unexpectedly. Another guidewire was used as a snare device to grasp all part of broken guide wire from the patient vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual testing as well as functional testing cannot be performed as the subject device is not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous. It was also noted that the distal part of the guidewire fractured during advancement into the patient vasculature during rotation, no resistance was encountered during the procedure, and all parts of the broken guidewire tip were removed from the patient using another guidewire as a snare. While there are a number of potential causes for the reported issue of guidewire broken/fractured during use, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure of coil embolization of acoma (anterior communicating artery) aneurysm, while building the access with the guidewire (subject device) and advancement of it into patient vasculature when operator tried to rotate it , the distal guidewire fractured unexpectedly. Another guidewire was used as a snare device to grasp all part of broken guide wire from the patient vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.